Event description:
It was reported that during an off label procedure in the lower extremity, the emboshield nav6 was used with a non-abbott guide wire instead of the barewire. As the physician was retrieving the filter, the filter was pulled off the non-abbott wire and was free floating in the superficial femoral artery (sfa). Multiple attempts were made to snare the filter but were unsuccessful. An unspecified self expanding stent was deployed to trap and embed the emboshield nav6 in the sfa. Although, there was a significant delay in the procedure, there were no additional adverse patient effects or prolonged hospitalization. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated as (B)(6) 2012, as the actual date of the event was reported as unknown. (B)(4) - guide wire/fdw selection incorrect and incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Additionally, it was noted the nav6 was used in the femoral artery. The IFU states: the system is indicated for use during percutaneous transluminal angioplasty and stenting procedures in saphenous vein grafts and carotid arteries. Based on the information reviewed, there is no indication of a product deficiency.